Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 125 mg/dl. In addition, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 120 mg/dl. Customer changed the cartridge to resolve the issue.